Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, after an unspecified duration of pod wear on the abdomen, the patient experienced persistently elevated blood glucose levels for several hours. Blood glucose was reported to have increased to 417 mg/dl. The patient stated that her endocrinologist had previously advised that this could happen due to scar tissue from repeated pod wear in the same area. The patient applied a new pod and successfully resumed therapy. No medical intervention or treatment was reported in relation to the elevated blood glucose. This event is being reported due to the formation of scar tissue attributed to pod use.